Event description:
A reported incident involving a 305 cm appx 22.2 ml, 20 drop blood set with 200 micron filter, check valve, 2 microclave clear, rotating luer, contaminant was observed in the product during priming. The product had not been reprocessed or re-sterilized prior to use. There were no patient involvement and no adverse event reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.